Event description:
It was reported that the patient had noticed a difference in urine flow; it wasn¿t ¿as strong.¿ the patient believed that for the last two days, he wasn¿t emptying his bladder. It was noted that the patient¿s back started hurting when ¿pulling on a patient¿ about 4 weeks prior to the report. It was explained that the patient had experienced discomfort and pain. After further review, it was reported the healthcare provider noted adhesions around the scar tissues. This was noted that this was the patient third device implanted. The healthcare provider tried to break up the adhesions and it was noted that some of those adhesions are right on top of the implant itself. It was reported that a small ¿jackhammer hand-held thing¿ was used on the patient lower back to help break up and soften the adhesions. It was noted that the ¿jackhammer thing¿ gave a good impact.

Manufacturer narrative:
Product event summary # reviewed and confirmed / updated rfr, hazard, and conclusion. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because the cause and the resolution of the event is not known. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend adverse voiding function and pain. The comment related to urine flow is not included. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was related to normal or expected complications or performance as disclosed in product labeling. The investigation of the ins is inconclusive because of insufficient event information. Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va016u3, implanted: (B)(6) 2012, product type: lead. (B)(4).